Manufacturer narrative:
Inspected one opened and used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the sensor does not contain an electrode. The customer's blood glucose was unknown at the time of incident. The product will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.